Manufacturer narrative:
Additional information: a2, a3 and a4.

Manufacturer narrative:
The reported complaint of a possible icy catheter (lot #185695) leak was confirmed during the functional testing of the returned catheter. A leak was observed at the in luer-lock connection during the pressure leak test, due to a crack in the in luer. The probable root cause could be due to a luer molding defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Noticed blood residues on the balloons and in luered tubings. Functional leak test was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a leak was observed from the in luer-lock connection, thus confirming the reported complaint. No leak was observed from the balloons. In addition, the catheter in luer lock connections was inspected under a microscope, and a sign of defect / crack in the in luer was observed. The crack in the in luer caused the leak in the catheter. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot number 185695.

Event description:
During ivtm therapy for a 72 year-old female patient, after 24 hours, customer observed the 500ml saline bag had emptied. The thermogard ivtm system generated an "air trap" warning alarm. No saline leak was observed on the thermogard console, patient bed or floor. A possible icy catheter (lot #185695) leak. The icy catheter insertion was smooth into the patient's left femoral vein. Treatment discontinued since patient temperature target reached. Thermogard console functioning properly and ready for clinical use. No consequences or impact to the patient.